Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that for the third time, the surgeon had experienced a torn outer gasket on one of the tracars. (The other two incidents have been filed separately.) The 512b outer gasket was torn allowing pneumo to leak. The surgeon placed a 1seal reducer cap on the trocar to seal the port and complete the case. There was no consequence to the pt.